Event description:
The neurologist mentioned that this patient's device showed high impedance of at office visit and that the lead was replaced. The patient experienced voice alteration after lead revision surgery.

Event description:
Patient had voice alteration prior to lead revision surgery (associated with stimulation). No interventions were taken for the voice issues prior to lead revision and after lead revision. The patient does not have voice alteration with stimulation after the lead revision and patient's seizures are under control.

Event description:
Following lead revision surgery, the patient reported that his throat feels better and his voice has improved. It is unclear if patient had these issues prior to lead replacement. The lead was received and an analysis was performed on the returned lead portions . The reported allegations of high impedance was not confirmed. The slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the lab, there is no evidence to suggest discontinuities in the returned portions of the device which may have contributed to the stated allegations of lead break and high impedance. Internal investigation identified that a change in the timing of the impedance test results in higher impedances for model 1000 generator.

Event description:
It was reported that high impedance was seen at patient's first dosing. The impedance was over 5,500 ohms. There were no falls and the patient should not have had any trauma to the lead. Ap and lateral x-ray of the chest and ap x-ray of the neck were reviewed for the patient due to high impedance. The generator placement appeared to be normal in the left axillary chest area. Complete lead pin insertion into the connector block was confirmed with the images provided. The pulse generator feedthru wires appeared to be intact. The lead wires appeared to be intact at the connector pins. No gross lead fracture or sharp angles were observed in the visible portion of the lead. Patient underwent surgery for lead revision. Prior to surgery, three different diagnostic tests were performed with different impedance values both above and within normal limits. During surgery, high impedance was found. The surgeon tried to re-adjust the lead and re-insert the pin into the generator. After doing so, the resulting interrogations revealed that the impedances were found to be within normal limits. In surgery, surgeon opened the chest incision with a scalpel, removed the generator and removed lead from generator. He irrigated the lead port with a saline solution and reinserted the pin. After reading at high impedance (~5300), generator was tested with a test resistor and the results were within normal limits. The lead was tested again and the impedance was within normal limits but on the higher end. The surgeon chose to replace the lead and removed the helices fully intact. In the attempt to remove the leads from the vagus, he nicked the lead and it proceeded to fill with blood. After successful replacement of the lead, diagnostics were within normal limits. The explanted lead has not been received to date.